Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, which successfully resolved the issue and allowed the customer to start their sensor session without further errors.